Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported unspecified higher scan values while a customer was using the adc freestyle libre 2 sensor, which were higher than how the customer felt. On (B)(6) 2022, as a result, the customer was provided 1.5 units of novolog insulin and subsequently had a loss of consciousness. Firefighters were called, provided the customer an injection of glucagon, and brought the customer to the hospital. A blood glucose test of 77 mg/dl was obtained on the hospital meter and the customer was treated with 2 bottles of glucose infusion for a diagnosis of hypoglycemia. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.